Manufacturer narrative:
Taper ii. (B) (4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and ... Port site pain."

Event description:
Allergan sales representative reported on behalf of the health professional that a lap-band device was explanted due to the patient having a "large hiatal hernia/pain, alleged slip: [the patient] requested [for the ] band [to] be removed."